Event description:
It was reported that the charger was unable to charge the ipg and therapy was turned off due to low ipg battery. Ipg is able to connect to the external devices without any issues. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: checked b1- type of report, product problem (e.g., defects/malfunctions) . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.